Manufacturer narrative:
Additional: updated with patient and device details. This report is submitted on march 18, 2019.

Manufacturer narrative:
Device details were not available as of the date of this report. This report is submitted on january 25, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the audiologist, the patient experienced an infection at the abutment site and subsequently was administered oral antibiotics (date not reported).